Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. An assessment was performed and it was determined that the condition of the faulty trigger was due to wear from normal use over time. The reported condition of the coupling tool side being out of specification was determined to be due to construction/design false, defective, and the crack on the oscillating head has been identified in a CAPA. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the battery oscillator device could not lock the blade device. During service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification, and the trigger of the device seized. It was noted that there was a crack on the oscillating head of the device. It was further determined that the device failed pretest for general condition, check saw blade coupling, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.